Event description:
It was reported that balloon rupture occurred. A 4.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No patient complications nor injuries were reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.